Manufacturer narrative:
The device was rec'd by depuy synthes. The investigation is in process. When the eval has been completed or if add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the burr will not lock into the motor. The device was being used during surgery. No pt or user injury reported. There was no add'l info provided.